Manufacturer narrative:
Investigation result: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 25065232. The feedback provided by the customer states that, "the doctor rotated the infusion connector, the connector directly fall apart, the blue silicone leaked out". No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 25065232 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
No additional information.

Event description:
It is reported broken component. Description: when the implanted port in the arm, remove the cannula (bard), connect the infusion connector, the doctor rotated the infusion connector, the connector directly fall apart, the blue silicone leaked out! The doctor reported that the quality of the product was poor, and the rotary connector actually broke apart, which had never happened before regardless of the connector, and should be reported as a bad practice.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.